Manufacturer narrative:
As per the fsr, one of the two new batteries was at 11.2 volts direct current (vdc), and the other was at 12.9 vdc, a new battery was installed. The unit operated to the manufacturer's specifications. During laboratory evaluation, the product surveillance technician (pst) observed the battery failed to accept charging. The battery measured 11.2 vdc upon receipt. Conductance measurement was not available due to the low voltage. After six hours of charging the battery measured 11.8 vdc, where typical batteries would measure well over 12 vdc after the first two to three hours after complete discharge. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the unit had a "bad cell" internal to the battery. There was no patient involvement.